Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly: on (B)(6) 2016, pacemaker and ventricular lead replacement were performed on a pacemaker dependant patient. When connecting the leads, a pull test was performed. The pacemaker did not pace outside the pocket, resulting in 5-6 seconds of asystolia. The pacemaker was placed in the pocket, and properly paced in the ventricular channel. The pacemaker was then removed from the pocket and continued to properly pace. Implantation procedure was completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly: on (B)(6) 2016, pacemaker and ventricular lead replacement were performed on a pacemaker dependent patient. When connecting the leads, a pull test was performed. The pacemaker did not pace outside the pocket, resulting in 5-6 seconds of asystolia. The pacemaker was placed in the pocket, and properly paced in the ventricular channel. The pacemaker was then removed from the pocket and continued to properly pace. Implantation procedure was completed.